Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, during dinner, the patient began experiencing symptoms including dizziness, shortness of breath, lightheadedness, and double vision. At the time, no continuous glucose monitor (cgm) readings were available, and there was no documentation of a blood glucose (bg) meter reading being taken prior to treatment. In response to the symptoms, the patient¿s spouse administered orange juice and coca-cola. Emergency medical services (ems) were called. Upon arrival, ems recorded the patient¿s bg level at 24 mg/dl. The patient was treated with an unspecified intravenous (IV) fluid. At an unspecified time following treatment, the patient¿s bg level rose to 200 mg/dl. The patient reported feeling ¿okay,¿ and ems determined that hospital transport was not necessary at that time. The following day, the patient¿s daughter contacted the patient¿s endocrinologist to report the incident. The endocrinologist recommended that the patient be taken to the emergency room (ER) for observation. The patient was brought to the ER on (B)(6) 2025. There is no documentation available regarding any medications or treatments administered during the ER visit. At the time of this report, the patient is noted to be ¿better¿ but remains hospitalized for continued observation and care. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available